Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affilate that the cdh29 instrument did not cut the tissue. The surgeon excised the tissue and re-anastomosis with a new stapler.